Event description:
Reporter noted chamber collapsed during initial phaco. Changed the handpiece, then used another cassette; infusion improved and case completed. No pt injury occurred, but surgeon felt this could result in damage to the eye. Prognosis: good.